Event description:
It was reported that the patient had received six shocks due to oversensing. The lead alerts had triggered for the right ventricular (rv) lead due to t-wave oversensing (twos), and capture management warning. There was also information that indicated that the left ventricular (lv) thresholds were unable to be measured. The rv and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 693165 implantable tachy lead implanted: (B)(6) 2005. (B)(4).